Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device is not expected to be returned for manufacturer review/investigation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This (B)(4) captures the allegation of the previous occurrences (3-4 times) that was associated with the lfn system while pc-000401840 captures the recent event that is associated with the lfn system.

Manufacturer narrative:
This report is for an unknown nail head elements: hip screw /unknown lot. Part and lot numbers are unknown; UDI number is unknown. Occupation: initial reporter is synthes sales representative. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, the patient underwent an unknown procedure using the lateral femoral nail (lfn) system and an unknown hip screw. The surgeon was unable to unscrew the hip screw and it spin in the same place. The lead and assisting surgeon said the same issue happened previously three to four (3-4) times with the lfn. Procedure and patient outcome are unknown. Concomitant device reported: unknown lfn nail (part #unknown, lot #unknown, quality #unknown). This report is for one (1) nail head elements: hip screw. This is report 1 of 1 for (B)(4).